Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. The stapler did not fire. The surgeon was not able to press the green button or squeeze the handle of the device. To resolve the issue, another reload was used. No patient injury or extension in surgical time. Patient status is alive, no injury.